Event description:
It is reported that the threads broke off and remained in the cup. The implant had to be removed, the acetabulum was re-reamed, and a new cup was implanted. Surgery time was extended by 30 mins.

Manufacturer narrative:
Evaluation summary: as returned, the tip of the hex bolt has fractured approx 3 threads from the bottom of the bolt. The cup and the portion of the bolt that remained in the cup were not returned. There are also some scratches on the shaft of the inserter. It is unk whether the surgical technique was followed when impacting the acetabular shell. One or a combination of the following factors might have contributed to this type of fracture: insufficient thread engagement during impaction may have led to high stress on the bolt threads. Off-axis impaction of the device coupled with sufficient or insufficient thread engagement may have led to high stress on the bolt threads. Levering action on the cup inserter to reposition the shell may damage the threads. However, based on the info available, a definitive root cause cannot be determined. The bolt was in specification where measured. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Consider the investigation closed.